Event description:
It was reported that the patient was having their implantable neurostimulator (ins) removed to have a ¿pump¿ put in. It was noted that the device was going to be removed because it was never really ¿helpful¿ and the patient was unable to get coverage in the area of the pain. It was further reported that no diagnostics were performed at the time of explant.

Event description:
Additional information received reported there was no cause of the event, the patient desired removal.

Event description:
Additional information received reported there was a loss of therapy and the patient never had therapy relief from pain stimulation. The patient had an MRI conducted for reasons unknown. It was unknown if the symptoms were related to the device or therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# unknown, implanted: (B)(6) 2010, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).